Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic sigmoidectomy, ¿remove instrument from patient¿ was displayed during use. It was also found that the blade was broken. There is a possibility that the device clamped forceps or clips. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. D4 batch #: w70309 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with no apparent damage. The blade tip was not broken off as reported by the customer. The device was connected to a gen11. During functional testing on gen11 an alert screen was displayed, and noises were heard inside the shrouds. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and it was found the blade and transducer were not properly assembled, this caused the device to be not functional.  Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional. Based on the information currently available, a product issue was identified during the investigation of the sample received.  This product issue will be addressed through the quality system. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch w70309, and no non-conformances were identified.